Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of perforation and death are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with chronic angina and the procedure was to treat in stent restenosis in the left anterior descending (lad) coronary artery. Optical coherence tomography (oct) was performed with the dragonfly opstar imaging catheter. The 2.5x48 mm xience skypoint as implanted first, and then the 2.25x15 mm xience skypoint stent was implanted. Post dilatation was performed without issue with an nc trek neo balloon dilatation catheter (bdc). A perforation occurred during post dilatation of the 2.25x15 mm xience skypoint stent with a non-abbott balloon. The perforation was treated with a non-abbott covered stent; however, the patient ultimately expired due to the perforation. A clinically significant delay occurred. The physician stated that neither xience skypoint stent caused or contributed to the patient death. No additional information was provided. The nc trek neo balloon and dragonfly opstar will be captured as non-complaint product experiences (pe). The devices were used in the procedure without reported issues or adverse patient effects. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 cfr 820.3.